Event description:
Consumer called to report meter is inaccurate when compared to other meter. Analysis run on clark error grid using competitive readings (191) as ref point vs bd readings 550, 350 yielded data points in the c range of the grid, outside acceptable limits.